Manufacturer narrative:
Concomitant medical products: 507645 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri) and the patient was experiencing discomfort, palpitations, and sinus bradycardia. Troubleshooting was completed and technical services walked the clinician through programming successfully. The device currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the clinician and physician had initially tried to change settings unsuccessfully which presented "???" In certain fields. The device has since been explanted and replaced.